Manufacturer narrative:
The reported event of contamination of device ingredient or reagent was not confirmed. The device was at elective replacement indicator (eri) level when received. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header and can was performed, and the can was noted to have peeled off perylene coating and dents. This was not determined to be a manufacturing issue or an anomalous device and is consistent with having occurred during explant procedure. Further electrical testing was performed, and no anomalies were noted. Longevity assessment was performed, and device was found to have normal battery depletion based on usage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a routine device replacement procedure, an unidentified component was observed sticking out of the device being explanted. The device was replaced as anticipated. The patient was stable.